Manufacturer narrative:
Multiple attempts have been made on 24oct2024, 31oct2024, and 07nov2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device did not work on alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the v60 did not work on ac power. The customer stated during setup, the unit was only working on battery and there was no ac power when plugged into the outlet. It was stated that the ac outlet was functioning as expected and the power cord was replaced but the issue persisted. The remote service engineer (rse) advised the customer to replace the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The rse provided the part number for the pm pcba to the customer to order and replace. The investigation is ongoing.